Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "patient presented with a dislocated hip, requiring revision to a constrained liner." Spoke to rep. The 28 +4 lfit v40 head disassociated form the poly adm insert. The mdm/ adm liner construct and lfit head were revised to a 0° 22e constrained liner and a 22.2 +3 lfit v40 head there are no allegations against the mdm liner. Rep provided primary and revision usage sheets, and reported that no further information will be available.